Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that white foreign material was found in the nozzle, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed or broken. The following was confirmed regarding device reprocessing by the user; the air/water flow was inspected and the mh-946 injection tube was used in manual cleaning (its connecting part was not scraped). Additionally, the loaner department confirmed the device was reprocessed per the instructions for use (IFU) prior to sending it to the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was not confirmed. Inspection determined the nozzle was clogged with white foreign material due to insufficient cleaning process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus loaner asset, evis lucera colonvideoscope experienced a clogged nozzle. There was no procedure nor patient involvement associated with this event. During incoming inspection, it was determined the nozzle was clogged with white foreign material. This MDR is being submitted to capture the reportable malfunction found during evaluation.